Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 5.3, reference: 3.5, mean: 4.40, confidence limits: 2.5-6.5. Inratio2: 5.3, reference: 3.9, mean: 4.60, confidence limits: 2.5-6.5. Analysis of customer's data revealed that both inratio2 and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. As reviewed on (B)(6) 2011, one hundred and seventy-one discrepant result complaints were reported for lot #243934, yielding a complaint rate of 0.128%. Action threshold monitored by qa for corrective action (>0.07%) was reached. From (B)(6) 2010 to (B)(6) 2011, sixteen therapeutic and three normal donor sample tests have been performed. Test records indicated that all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the doctor's meter and the lab. Results as follows: date: (B)(6) 2011, inratio2: 5.3, doctor's meter: 3.5, lab: 3.9. Nurse performed tests at the doctor's office. Patient has been using the meter since 11/22/2010. Patient's therapeutic range: 2.5-3.5 inr.